Manufacturer narrative:
B5-per updated information the corneal edema was noticed the day after surgery and was temporary, resolved. Claim # (B)(4).

Manufacturer narrative:
Lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 12.1mm vicm5_12.1 implantable collamer lens -12.0 diopter was implanted into the patient's right eye (od) on (B)(6) 2021 as replacement lens to address excessive vault and angle closure with elevated intraocular pressure. It was reported that the problem resolved but for status of the eye (signs/symptoms) corneal edema was reported. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.